Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
Sientra complaint #:(B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bubbles, bald spots on the posterior and anterior side, with light yellowing. The device weighed 352.5 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: b5.

Event description:
Bilateral capsular contracture, baker grade 4, right side.